Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report sensor issues on the insulin pump and stated that the insulin pump excessively alarmed no delivery during basal/bolus/fixed prime. Customer's blood glucose reading was 402 mg/dl. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is being replaced.